Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker entered safety mode. Technical services (ts) was consulted and discussed therapy delivery settings under this mode. Ts recommended explanting and replacing this pacemaker. This device remains in service. No adverse patient effects were reported.